Event description:
An optometrist reported a case of bilateral trace diffuse lamellar keratitis, observed at two days post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Upon follow up, reporter indicated that the patient issue was resolved. There are two related reports for this patient. This report addresses the left eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).